Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture, "undulated surfaces¿, ¿symptomatic bilateral mammary fibrosis by foreign body (silicone)¿ and "heterogeneous echogenic fluid between capsule. The device remains implanted.